Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. A system check completed on (B)(6) 2008 conformed to specifications. The customer stated the five replicate precision test of the pt's sample was performed following the system clean routine. A review of archive data, collected on (B)(6) 2008, showed a daily system clean had not been performed. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-02286, 02325, 02326, 02327, 02329.

Event description:
The customer reported erroneous troponin I (accutni) results from one of two samples for one pt involving unicel dxi800 access immunoassay system. This is report number five of six referencing system (B)(4). The customer noted the results were in the risk stratification reference range. It is not known if the pt sample was retested. It is unknown if the erroneous results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. Additional info was not provided by the customer.